Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the haptic of the iol was torn off in the delivery system. The patient was left aphakic. Another lens was implanted the next day. Additional information was requested.

Manufacturer narrative:
The product was not returned. Based on our observation of photos provided by reporter, the haptic is broken. The presence of clinical solution on the lens cannot be confirmed. It is unknown if a qualified viscoelastic was used. It is difficult to make a determination of handling / damage without evaluation of the physical sample. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).